Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high mg/dl. High bg cause was not known. Customer gave a correction bolus via pump and changed infusion set to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.